Event description:
It was reported the patient never had therapeutic effect. The pump will be explanted because the patient needs back surgery. The physician decided to remove the pump. The patient wanted the pump removed. The patient's case was very complicated. There was no adverse event with the pump, patient had a severe condition in the spine and the pump did not alleviate her pain. The dose was titrated in preparation for explant. They were going to program the pump to the minimum rate mode. The pump was delivering clonidine and morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).